Manufacturer narrative:
(B)(4). Alleged failure: using a serfas energy probe that was self activating the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the user accidentally submerges device in saline which permitted water to ingress into handle where the electrical components are and causing a short circuit, inadequate gluing operations. Excessive force applied when used, stuck button. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the probe was self activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe was self activating.